Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly, patient was revised due to pain. "It looked like the liner had come out of the shell. The ceramic head was articulating inside the metal shell." Components not revised: pha00262, profemur z femoral stem, s2, lot 1561025.